Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a motor error alarm while filling their tubing. The customer stated their insulin pump became unresponsive. Customer did not bump or drop their insulin pump. Customer's blood glucose was 8.2 mmol/l. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.